Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic gastric sleeve surgery, "the device most often used to cut the vessel without sealing it." The surgeon was dissecting the greater omentum from the stomach. The size of the vessels being ligated was max 5mm. Massive bleeding occurred due to "cut without sealing the vessels," so the surgeon decided to convert the procedure to open because the patient lost a lot of blood (estimated to be 3-5 units lost). Blood products were also administered. During the open part of the procedure, they removed the spleen and the lost blood. The power level setting on the generator was 3:5 and there were no generator alert screens.